Manufacturer narrative:
Concomitant product: ez steer thermocool navigation us catalog #: bni75tcddh, lot #: unknown. (B)(4).

Event description:
It was reported that after 30 min of the idiopathic vt procedure, the patient experienced a st elevation. The patient felt ill and a complete exam was performed. Upon evaluation, the possibility of coronary embolism was suspected. The customer stated that the setting of the tubing set of the cool flow pump was carefully connected and the air infusion was not observed inside the tubing. Ablation was performed without any problem. The alarm of the bu error was not heard during the procedure. The physician stated that the catheter was very difficult to use and it was removed from the patient several times. When the catheter was removed, the heparin kept flowing at flow two; it might be possible that the air was infused at that time. The procedure was completed.

Manufacturer narrative:
(B)(4). It was reported that after 30 min of the idiopathic vt procedure, the patient experienced a st elevation. The patient felt ill and a complete exam was performed. Upon evaluation, the possibility of coronary embolism was suspected. However, the st elevation event was suspected by the physician to be caused by a coronary air embolism during the removal of the catheter which was irrigated at a low fluid flow rate from the cfp. The system was checked and no errors were found during the service. Calibration procedure and cool flow pump final test procedure were performed and the unit was operating within specifications. Pump setting and procedure was performed without alarms, therefore it is believed that the issue may be related due to the catheter deployment was very difficult, the catheter was removed a few times. The device history record for cool flow pump serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.